Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant. The analyst noted that helix extension and retraction is normal. The helix is bent out of specification due to damage at implant.

Event description:
It was reported that during implant of the right atrial lead, the physician attempted to place the lead multiple times. Upon the last attempt the helix was visualized to be extended although the physician had not attempted to extend it. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.